Event description:
The customer indicated that a pt had a urine sample tested with an icon 25 hcg test kit and the hcg results were negative (-). The urine sample used was not the first morning void. A serum sample for quantitative hcg was also collected the same day and the result was 54,028miu/ml. The customer did not provide any additional information regarding this event. The customer indicated that there has been no change to pt treatment that can be attributed to this event.